Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. There were no insulation anomalies found during visual inspection of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient also experienced chest pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that rv lead pacing was turned off prior to the revision procedure. However, it was noted that the ¿shocking sensation¿ continued; thus, the sensation appeared to be due to muscle spasms. It was additionally noted that an interrogation report indicated the crt-d had not delivered any high voltage therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after the implant of the right ventricular (rv) lead, the rv lead exhibited low pacing impedance. It was also reported that the patient received multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) and the physician could see the patient ¿jumping¿ from the bed when it was happening. The following day, the rv lead exhibited no capture and microdislodgement. It was noted that there was difficulty repositioning the rv lead and an issue with the lead was suspected. The rv lead was explanted and replaced and the crt-d remains in use. No further patient complications have been reported as a result of this event.